Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnoses: nonunion status post l5-s1 fusion for spondylolisthesis and recurrent foraminal and lateral recess stenosis; multilevel lumbar stenosis, l1-2, l2-3, and l3-4 and presence of multilevel lumbar spondylosis; status post fusion attempt, l4 to s1, with instrumentation in place; flat back with degenerative collapse, l2 through 5. For which, patient underwent following procedures: application and, at the end of procedure, removal of cranial head tongs; removal of segmental hardware and exploration of fusion, l4 through s1; complex revision laminectomy, partial facetectomy, foraminotomy and diskectomy for purpose of neural element decompression, l 1 through s1; posterior osteotomy for purpose of deformity correction, l2-3 and l3-4; posterior lumbar interbody fusions, right-sided approach, l2-3, 9 mm, right-sided approach l3-4, 9 mm, and removal of anterior instrumentation and allograft cage, l5-s1, and reinsertion of an 11 mm t-plif with bone morphogenic protein sponges x2. 6. Posterior segmental instrumentation, t10 through ilium, with pelvic fixation and posterolateral arthrodesis and facet arthrodesis, t10 through s1. Per op notes, patient developed severe back pain and a feeling of "instability" in his back, leg pain and inability to exercise or function very well. Patient is status post a previous l4 to s1 decompression and fusion for an isthmic spondylolisthesis. Workup revealed significant stenosis at l2-3 and l3-4 above the previous fusion. The patient had a nonunion at l5-s1 with lateral recess stenosis and continued tenting of the s1 roots over the bony prominence that formed over the previous interbody fusion posteriorly. There was also screw loosening noted on the right side. The patient has multilevel end-stage spondylosis, and his lumbar spine has flattened out his entire lumbar spine above the hyperlordotic l5-s1 junction. Surgeon was able to remove all screws and found the 51 screws loose bilaterally. We found the right-sided l5 screw loose. Emg discharge was heard upon removal of these screws. At l5-s1, surgeon packed a folded bmp sponge on the left and into the right side and then impacted an 11 mm t-plif spacer with excellent purchase. Surgeon then proceeded with distraction of the right-sided l3-4. And then impacted a bmp sponge anteriorly and a 9-mm allograft, which was placed in a parasagittal direction anteriorly to allow for lordosing correction. The same was then performed at l2-3. Surgeon placed 2 unfolded bmp sponges along the corner formed by the iliac crest overhang that had been decorticated, the sacral ala, and the l4-5 transverse processes and former fusion mass. This was covered copiously with the bone graft paste created. This bone graft paste was also impacted into the decorticated facet joints of the lower thoracic spine and the posterolateral cut on the lumbar spine. Patient tolerated the procedure well without any intraoperative complications. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.